Event description:
The pt underwent a CT angiogram and developed increased shortness of breath. Image showed air in the heart and vessels near the heart after contrast injected. The pt's condition was guarded prior to the procedure and her symptoms worsened following the CT and angiography. She was transferred emergently from the emergency department at this hospital to a (B)(6) hospital for further treatment of her condition and possible hyperbaric therapy. We have been in contact with the MFR starting with the morning of (B)(6) 2016. The rep instructed that this report be filed with the FDA and they expected to receive a copy from the FDA. The rep informed this reporter that they will file a report within the time period for reporting. Our understanding is that the pt was discharged from the (B)(6) hospital on (B)(6) 2016.